Event description:
According to the reporter, the capsule failed to transmit and the physician decided to place another capsule and it worked. The other capsule was still in the patient. There was no patient and user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.